Event description:
Pt was revised to address disassociation of the liner from the cup. Several tabs sheared off the liner. Poly wear was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.